Manufacturer narrative:
G2: complaint information provided by distributor, zimmer biomet. Complaint source is foreign as event occurred in canada. H3: the customer has indicated the complaint sample will be returned to viant for evaluation but has not yet been received to date. Once the complaint sample is received, it will be investigated and a follow-up medwatch 3500a emdr will be submitted.

Event description:
It was reported during an unknown patient procedure the reamer wobbles when reaming the acetabulum. Another device was used to complete the procedure. No consequences or impact to patient.